Event description:
The patient was brought earlier in the day from outside facililty in shock with evidence of bilateral pulmonary edema infiltrates and respiratory failure with previously placed st. Jude aortic and mitral valves in 2006 secondary to bacterial endocarditis. He was intubated and placed on high-dose pressor support. Initial transthoracic echocardiogram had suggested that the aortic and mitral valve prostheses were functioning normally. A pulmonary artery catheter was placed by cardiology to assist with management and this demonstrated markedly elevated pulmonary capillary wedge pressure and a v wave. A transesophageal echocardiogram was then performed, which demonstrated severe mitral regurgitation with visualization of only one of the st. Jude mitral leaflets. After discussion with the patient's family, the patient was taken to the operating room for a salvage operation of exploration of his left atrium and correction for the etiology of his acute mitral regurgitation in an essentially moribund condition. On arrival to the operating room, the patient was profoundly hypoxemic with a po2 of 39. He was on approximately 30 mcg of levophed. After placement of invasive lines, the left groin was opened, and the patient was placed on cardiopulmonary bypass through the femoral vasculature in order to raise the patient's oxygenation. This was accomplished and flows were maintained around 2.0 to 3.5 liters via the femoral route. The pateint's venous saturation improved to near 70%. The re-do sternotomy was then performed, and although this was a very tedious dissection with extensive and dense adhesions, no significant injuries were encountered, and the patient was bicavally cannulated via the right atrium. The circuit was switched over to adhere. The aorta was fully dissected free, and the heart was then arrested. On opening the left atrium, the mitral valve exposure was difficult but was ultimately obtained with good visualization and demonstrated that 1 of the st. Jude leaflets had completely dislodged. The mitral prosthesis was then excised and examined, and there appeared to be no obvious structural damage other than the missing leaflet. The surgeon had created a crack on the casing while grasping the valve. Thorough examination of the ventricle and atrium was performed, and the dislodged leaflet was not evident at all. The valve area was resized, and this time a #29 valve was selected based on fibrotic changes, and a sewing ring that the surgeon had left in place. The valve replacement was accomplished without technical difficulty, and preparations were made to wean the patient from cardiopulmonary bypass. The patient was able to be separated off bypass with good cardiac contractility, although the patient was still requiring very high doses of levophed. Oxygenation was a significant issue, and respiratory therapy had brought a different ventilator under the direction of anesthesia. Despite these maneuvers, the patient remained very hypoxic with oxygen saturations never really reached much above the 80s despite multiple maneuvers. There was a good portion of time where the patient's saturations were in the 70s. The surgeon did not feel that placing the patient on an ECMO circuit would be worthwhile given the patient's profound preoperative shock and hypoxemia. The only technical difficulty encountered was based on the patient's high pressor requirement. The surgeon placed an intraaortic balloon pump via the left common femoral artery after decannulating and closing the femoral vasculature. The surgeon was unable to place a wire via the right side and questioned perhaps whether the leaflet had even lodged in the ileofemoral vasculature. Shortly after placing the balloon pump on the left side, a large amount of hemorrhage was noted via a jackson-pratt drain that had been placed in the groin wound. The wound was reopened, and a tear had occurred at the balloon pump insertion site and extended into the aortotomy closure. The surgeon was able to control this and successfully repaired it, but the patient lost about 500 ml of blood and became unstable during that time requiring cardiac massage. Nevertheless, the patient's overall appearance was consistent with hemorrhagic pulmonary edema, difficulty ventilating and resulting cardiac failure given his preoperative myopathy. The chest was closed, and preparations were made to return the pateint to the intensive care unit on high-dose support, but the patient expired essentially during transport and was not able to be resuscitated. Autopsy results are pending at the time of this dictation which was fully discussed with the family and with the pathologist with a plan to retrieve and identify the location of the dislodged leaflets. Preliminary autopsy reports: two fragments of mechanical valve leaflet recovered from the bifurcation of the abdominal aorta and right femoral artery.